Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during the stent placement procedure, the vascular stent could not be deployed in the sfa since the safety clip could not be removed in its entirety prior to stent release. Reportedly, a small part of the safety clip remained in place whereas another small part remained at the device making stent deployment impossible. The device was removed and another stent was used to complete the procedure successfully. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed that the stent could not be deployed due to the breakage of a force transmitting component at the proximal end of the delivery system. Consequently, stent deployment by using the thumbwheel was impossible. The reported breakage of the shipping lock could not be confirmed. The shipping lock was returned and found to be free of defects. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported deployment failure may be associated with a difficult vessel anatomy or challenging placement site resulting in high friction during the attempt to release the stent. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." And "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit."